Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left in the loader and the delivery device was outside of the loader. The plunger had not been activated. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartsting seal stayed in the loader device when the delivery tube was removed. A replacement kit was used to complete the procedure. There was no pt effect reported by the hospital.